Event description:
Dobhoff tube (dht) was noted to be clogged. The registered nurse (rn) attempted to flush tf but line was not patent. Rn turned off tube feed pump and attempted to unclog dht with water and carbonated soda; a pop was audible. The rn stopped troubleshooting and called charge nurse to bedside. With assistance of charge nurse, dht was noted to be leaking (water flush was noted to come out of patient's mouth); dht was removed. Upon removal, the dht appeared broken after 10 centimeter mark. Patient stable; vital signs stable, no apparent distress; not complaints of pain. Kidneys, ureters and bladder ordered, showed remaining dht in stomach; later removed with aid of bronch. The dht had been inserted 11 days prior to the incident and had been clogged multiple times prior to the incident.